Manufacturer narrative:
Updated fields : b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: a1 (initially it was selected as unknown instead of keeping blank ) & d10. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was unable to obtain an ap. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the inner lumen is clotted off and they are unable to aspirate any blood back. Personnel reviewed obtaining alternate sources for the ap and that the iab did not need to be removed due to the issue. The customer understands this and provides the information form the linear iab to identify it. 30 minutes later, the customer calls again and mentions the physician chose to remove the iab and replace it with another. They are unable to obtain an ap on the pump once again, but they have verified the inner lumen is patent. Personnel attempted to troubleshoot with the customer and the team, and all attempts at troubleshooting were unsuccessful. Personnel ended up directing them to change to another cardiosave, and it was successful in obtaining the ap.

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was unable to obtain an ap. There was no patient harm or injury reported.

Event description:
Ir was reported that cardiosave intra aortic balloon pump, (iabp), was unable to obtain an ap on unit, there was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: initial reported name:(B)(6), event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.